Manufacturer narrative:
(B)(4). The customer reported they replaced the graphic user interface (gui) central processing unit (cpu). The customer called for the covidien service engineer (se) to install software. The se evaluated the ventilator and uploaded the newest software. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated error codes that indicated there was a malfunction with the display. There was no patient involvement.